Event description:
A patient reported via email that ¿I have a cordis optease filter, implanted four weeks ago. My doctor tried to remove the filter today and was unable to do so." No other information is available.

Manufacturer narrative:
The implant date is (B)(6) 2013. The exact date is unknown. Complaint conclusion: a patient reported via email that ¿I have a cordis optease filter, implanted four weeks ago. My doctor tried to remove the filter today and was unable to do so." No other information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product's instructions for use (IFU) indicates available data from retrievals in a 21 patient study and a 40 patients retrospective chart review suggest that the optease filter can be safely retrieved (mean of 11.1 days, range 5¿14 days and mean of 16.4 days, range 3¿48 days, respectively). Please refer to the clinical experience section of the IFU. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The optease filter is considered a permanent filter if it is not retrieved within a clinically suitable time period. Based on the lack of information and the inability to assign or determine a root-cause no corrective actions will be taken at this time.